Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) and spinal pain reported they were currently seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp with or without the antenna, and were unable to communicate using the recharger. The last time the device was charged or stimulation was felt was about a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.